Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had turned their pump off as they had run out of insulin and did not wish to load a new cartridge. Upon turning the pump back on, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 400 mg/dl. The customer delivered a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.